Event description:
The service report shows the customer reported that, the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Per the customer, the a/c cable was loose and therefore the unit was running only on battery power. Review of the file indicates that user error contributed to the failure reported. Puritan bennett customer support engineer (cse) readjusted the loose a/c cable and found no problems with the battery. The ventilator passed all required tests and calibrations and was put back in service.